Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 395 mg/dl and the cause was not known. The customer went to the emergency room (ER) and was using the pump for insulin therapy while in the ER. The customer left the ER with a bg of 200 mg/dl and was in good condition.